Manufacturer narrative:
Device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bag was leaking, not keeping full. Adverse patient effects are unknown.